Event description:
During a surgical procedure to replace the patient's ipg due to expected end of life (B)(6), it was reported pull-out at the extension was observed. Further examination found the lead to extension linkage could be easily disrupted with no force. As such, the physician elected to explant and replace the patient's extensions.

Manufacturer narrative:
Eval codes: the complaint was not confirmed. Lead pull testing was conducted and no lead pull out was observed. However, a broken wire was observed in one of the extension headers. This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.